Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant prosthesis and experienced left-sided rupture postoperatively. Mammogram indicated the left-sided rupture. As a result, the patient underwent bilateral removal and replacement with two 275cc mentor memorygel breast implant prostheses (catalog #: 3502751bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient was fully recovered after the revision surgery.

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant prosthesis and experienced left-sided rupture postoperatively. Mammogram indicated the left-sided rupture. As a result, the patient underwent bilateral removal and replacement with two 275cc mentor memorygel breast implant prostheses (catalog #: 3502751bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient was fully recovered after the revision surgery.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.7 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).